Event description:
It was reported the patient's ambicor penile prosthesis did not work. The device would not hold fluid. Six months later, the system was replaced with an 18cm x 12.5mm ambicor penile prosthesis. The patient was satisfied.